Event description:
The customer's mother reported that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 59 mmol/l. Prior to the hospitalization, the customer thought she had the stomach flu. The customer experienced vomiting, fruity breath, ketones, excessive urination and was almost to the point of being unconscious. The customer had changed the infusion set on the morning of the event. Troubleshooting was performed and the insulin pump passed the prime test. The customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.